Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed monitoring the system. The plan was to eventually perform a lead revision. The device and lead remain in service at this time. No adverse patient effects were reported.

Event description:
Additional information was received indicating this ICD was explanted and this rv lead was capped. A new device and lead were successfully implanted. No additional adverse patient effects were reported.